Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At the previous device check from last year, the device had an estimated battery life of seven years. However, during the most recent evaluation, the projected longevity had decreased to approximately two years. In addition, oversensing was noted. Therefore, an early replacement was requested. No adverse patient effects were reported. This pacemaker remains in service.